Event description:
It was reported that post a stenting treatment procedure, instent restenosis occurred.the in-stent restenosis was located in the right renal artery. The physician attempted to predilate the lesion with a 5.00mm/2.0cm/90cm otw peripheral cutting balloon, however, the lesion was located at a "bad angle" and, and as the physician advanced the device, "interior take-off" occurred, therefore, the balloon did not cross the lesion. Next, a 5.0 x20 ultrathin balloon catheter was advanced across the lesion and inflated. A non-bsc stent was implanted with a 5% residual stenosis.no patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)